Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case and damaged the j1001 connector on the computer/analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.